Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in france reported false susceptible gentamicin results for enterococcus faecalis atcc 51299 when tested with the vitek 2 ast-p606 test kit. The same result was obtained upon retest with both fresh and frozen strains of atcc (B)(4). There is no indication or report from the hospital to biomerieux that the discrepant result led to any adverse event related to any patient's state of health. The atcc (B)(4) result is not directly associated with any patient. Culture submittals have been requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Internal biomérieux investigation was conducted. Testing included: vitek 2 ast-p606 test kit (customer lot and random lot) using the submitted customer strain of enterococcus faecalis atcc 51299 - obtained a susceptible gentamicin result, reproducing the customer result with their submitted strain. Vitek 2 ast-p606 test kit (customer lot and random lot) using the internal reference strain of enterococcus faecalis atcc 51299 - obtained a resistant gentamicin result as expected using the biomérieux internal atcc strain. The resistant result was achieved regardless of the card lot tested or growth media used. The vitek 2 ast-p606 test kit is performing in accordance with specification when used with a known internal atcc strain.